Manufacturer narrative:
Patient's age and gender were requested, but to date have not been provided. From the device was reported as returning for investigation. To date the device has not been returned. A follow-up report will be submitted when the lot history review and investigation have been completed.

Event description:
A clinical incident involving a procise xp wand with integrated cable was reported to arthrocare corporation. Allegedly after 15 minutes of using the wand, it was noticed that the wand was missing 2 of the electrodes from the distal tip. The doctor is unsure if the electrodes were suctioned out of the patient. There was no reported patient injury.